Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be depleting quickly, dropping from 70% battery life to 50%, within 45 minutes. Also, the it was noted that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. The customer's blood glucose level was 266 mg/dl and it was addressed with a bolus. Reportedly, the customer would continue to use the pump until replacement pump is received.